Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that the aligners are cutting their mouth, and hurt their inner top lip. They have tried filing the aligner but doesn't fix the issue. Provided hh tips and file any sharp edges to smooth the area.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.